Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon placed a percutaneous pin too medially, pushed through the spinous process on s3 and went into the canal. An o-arm imaging system spin was performed, confirming incorrect placement of the pin. The surgeon opted to discontinue the navigated oblique lumbar interbody fusion (olif) procedure and finish with an open surgery, without the use of navigation. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system and percutaneous pin. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Device manufacturing date is unavailable. The percutaneous pin was discarded by the site, unable to perform analysis. (B)(4) 2015 a medtronic representative, following-up at the site, reported the surgeon discontinued using navigation, and the extreme lateral interbody fusion (xlif) procedure, altogether. The surgeon broke through the pedicle and needed to repair that damage caused by the percutaneous pin. Also, the patient had a lot of scarring on the anterior portion of the patient. A medtronic representative instructed the surgeon on placement. It was determined that the surgeon mistook where the posterior superior iliac spine (psis) joint was since it was in a lateral position. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system and percutaneous pin. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.